Event description:
Customer called hospital to locate physician. Customer did not have a functioning insulin pump. The blood glucose reading was 67 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. Motor error alarm occurred during the bolus delivery with alarms confirmed in the history. The motor was tested outside of device and passed. The motor may have had an intermittent failure that was not detected during our testing. The device was received in with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.